Manufacturer narrative:
Based on a follow-up communication received from the physician, the 1 month follow-up cta showed no presence of a type ia endoleak (no re-intervention required).

Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that could not be resolved following ballooning. As of the date of this report, the patient will continue to be monitored and there have been no additional patient sequelae reported.